Manufacturer narrative:
This report is being submitted to relay corrected information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2017 - 07429, 0001822565 - 2017 - 07430, 0001822565 - 2017 - 07431.

Event description:
It was reported that device pieces were fractured during the trial.